Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, the surgeon noticed that the valve on the access was broken inside the balloon and would not hold the air seal. A second instrument was opened with the same issue. The third instrument was okay and the surgery was completed without any harm to the patient.